Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient lives in assisted living and wears pull-ups because the patient is incontinent. The caller said every time stimulation is increased, it works for a while then stops working. The staff aren't familiar with external devices so adjustment has not been made in a long time. The device has not been adjusted in a year. The caller said that the patient was admitted to the hospital yesterday for uti. The caller asked if a manufacturer representative (rep) could go there to make an adjustment as said that due to covid-19 protocols they will not let the caller in the facility. Reviewed rep role and redirected caller to request staff from hospital or assisted living to call the manufacturer directly.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.